Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician had received an alert that indicated monitoring for this patient was disabled due to a possible insertable cardiac monitor (icm) device issue. Boston scientific technical services (ts) discussed the reported issue was unresolvable and recommended to replace the icm device to resume monitoring. Ts also noted the root cause behind the reported observation was unknown, and that the icm device should be returned for a detailed analysis. No adverse patient effects were reported. Currently, this icm device remains implanted.